Manufacturer narrative:
(B)(4). The sample was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed an incomplete sheeting weld to the cassette. Leak testing was performed and found a leak from the cassette sheeting weld. The reported issue of leak was verified through the sample analysis. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked while a patient was performing peritoneal dialysis (pd) therapy. The patient stated that when the cassette was removed after therapy, the patient observed leaking around the junction where the lines connected to the cassette. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a follow-up report will be submitted.